Manufacturer narrative:
Investigation date used for "returned to manufacturer on". Result: investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to fibrin were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for fibrin with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had fibrin issue. There was no report of medical intervention or serious injury.